Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was not communicating and showing disconnected mode. A field service engineer (fse) found the station communicating with the server but unable to register on remote smart service (rss) and not auto-booting into the application. Acquired proper .net component manager installers for the 1.7.4 upgrade, uninstalled rss and component manager, then reinstalled .net component manager and rss 4.12. Successfully re-registered the station on the rss portal, downloaded the eset av package, and ran the station configuration utility to troubleshoot application launch issues. All tests passed in hardware test application and the application, confirming the station is fully operational. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es is not communicating and showing disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.